Event description:
It was reported that when using the bd pyxis¿ es server user unable to authenticate error intermittently. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to authenticate into biometric identifier (bio ID) and an error message had appeared. A technical support specialist (tss) dialed into stations and identified the error: 'account already locked', resulting in account lockouts for the affected users. The hospital information technology (hit) team was contacted to unlock the accounts and perform password resets. Although the accounts appeared active, they were confirmed to be in a locked state. The lockouts were likely caused by multiple failed logins attempts and often caused by incorrect password entries. Once the accounts were unlocked and passwords reset, users were advised to log in to verify access. The issue was confirmed as resolved. The system functioned as intended after the technical support specialist investigated the issue on the device.